Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Surgeon declined to provide further information. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, zonular dialysis occurred as the leading haptic came out straight (unfolded in the eye) and went towards the endothelium and the trailing haptic pulled the bag across. The surgeon mentioned that the cause could have been bag weakness due to previous endophthalmitis. During irrigation & aspiration step, vitreous loss was detected. An anterior vitrectomy was performed. A capsular tension ring was inserted and the surgeon was able to complete the surgery with the lens remaining in the eye. The reporter is unwilling to provide further information.